Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported three intraocular lens (iol)-broken bag. There was contact with the patient, and the procedure was completed. Additional information was provided that during a glaucoma filtration device (gfd), cataract extraction with iol implant procedure, the lens was placed in the eye but the bag was found to be broken. Not sure if bag broke during phaco or during lens positioning. The iol was removed. There are three medical device reports associated with this patient. This report is associated with the first iol.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Product evaluation: the lens was returned outside of the fully assembled lens case. Solution is dried on the lens. One haptic is broken in the haptic/optic junction area (not returned). The other haptic is bent in the gusset and distal area. The optic is cut from edge past center of the lens, typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported events could not be determined. The manufacturer internal reference number is: (B)(4).